Event description:
It was reported that during a pph procedure that the device misfired. There was no patient consequence. The patient is fine and has had no further problems. The procedure was completed with a milligan-morgan technique. The gun fired an incomplete staple line. There is no gun to return.

Manufacturer narrative:
Date sent: 6/14/2007. Info was not provided by the nitial contact.